Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board and cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the monitor was blank. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.